Event description:
The patient reported the lv lead was turned off. She reported the doctor said "it is using up the device battery too quickly and not giving any benefits". Additional information from the doctor's office stated there was no lv capture and the lead was "turned off". No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.